Manufacturer narrative:
The insulin pump was received with unresponsive esc buttons due to flattened dome. The device had minor scratches on lcd window.

Event description:
A family member reported that the customer's insulin pump had no button response. There was no significant event reported leading up to the issue. The customer's blood glucose value was 331 mg/dl. It was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.